Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a blood glucose of 59 mg/dl at contact and recovery to 93 mg/dl trending upward after carbohydrate treatment guidance and monitoring were provided. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included symptom resolution without hospitalization or further intervention. Investigation included telephone-based troubleshooting and user education. Investigation of this case revealed no device malfunction reported or reproduced, and the cause of the hypoglycemic event remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.